Event description:
It was reported that, "the doctor commented on the poly wear. He thought it to be excessive especially around the post."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.